Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump was dropped in the sink and fell in water and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.